Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that when the patient came in for a routine ramp echocardiogram study, interrogation of the log files contained invalid clock faults that occurred "a few months ago." The patient did not report any total loss of power and had a history of unplugging their driveline from the system controller, "just to see what would happen." Related system controller MFR #: 2916596-2022-12095.

Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of the submitted log files confirmed the controller clock corrupt alarms that were likely caused by a loss of all power and system stoppage; however, a specific cause for these events could not conclusively be determined through this evaluation. The controller event log file captured controller clock corrupt alarms and clock invalid vaults throughout the length of the file. Transient pi events were observed throughout the log file, resulting in momentary decreases in speed per design. No other atypical events were captured. Despite these alarms, the pump appeared to function as intended. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on 04jun2021. Heartmate 3 instructions for use (rev. C) section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5 entitled ¿alarms and troubleshooting¿ address how to properly interpret and troubleshoot all system alarms, including pump stop alarms. Section 8 of this document entitled ¿equipment storage and care¿ and heartmate 3 patient handbook (rev. C) section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.